Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. The root cause of this event cannot be conclusively determined with the available information. However, the event in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the patient with a 31mm pericardial mitral valve, implanted for approximately 12 years and one (1) month, underwent a valve-in-valve procedure due to mitral stenosis, regurgitation, and pvl. The tmvr procedure was performed with a 29mm edwards transcatheter heart valve. Transesophageal echocardiogram demonstrated no paravalvular leak in the area where a vascular plug had been placed. There was trivial mitral regurgitation, which appeared to be central and perhaps a trivial leak in between the two valves. The surgeon was satisfied with the result. The patient tolerated the procedure well without any complications and was taken to the pacu in stable condition. The patient was discharged home in stable condition on pod #3.